Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported tip separation could not be determined. Factors that may contribute to material separation resulting in unexpected medical intervention include, but are not limited to, anatomical conditions, damaged during positioning, interaction with associated devices, excessive force during removal, or entrapment within the vessel. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The 315 cm barewire was used with an emboshield nav 6 device. The emboshield was used successfully in the procedure without issue; however, after removal the tip and coil of the barewire were noted to have separated in the patient. Therefore, a snare was used to remove the separated tip and coil. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.